Event description:
The pt was undergoing a left heart catheterization in which micropuncture sets were being used. The wire guide broke into two parts. Both parts of each device were able to be retrieved with hemostats. There was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exp date is unk as lot is unk. (B)(4): separates is not specifically addressed on the provided caution label. No product was returned to assist in the investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definitive root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Due to the absence of info the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis. A review of records found an occurrence rate of (B)(4).